Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.2, h.6.

Event description:
Healthcare professional also reported "any creases." Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, white particles in shell, weight within specification. After autoclave cycle was identified: cloudy gel. Based on the device analysis the final assessment is: no issues found related to the manufacturing process. Additional, changed, and/or corrected data: d9,h3,h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade iii/IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. Device remains implanted.